Event description:
A biomed engineer reported that during surgery, the system was not suctioning well. Four to five pt's were noted to have retained cortex postoperatively. All of the pt's underwent a secondary procedure to remove cortex and all are reported as doing well. The customer could not provide pt identifiers or which phaco handpiece was used in the events. Additional info has been requested, but none has been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).